Event description:
Operative notes dated (B)(6) 2013 noted that the patient experienced a recent worsening of seizures and that evaluation of the vagus nerve stimulator showed high impedance. It was noted that the prior generator was removed and the lead was inspected. No evidence of fracture was seen so the generator was interrogated and the lead pins were reseated into the generator header. Device diagnostics again resulted in high impedance therefore a decision was made to replace the entire vns system. Diagnostics with the new vns system were within normal limits. Further follow-up revealed that the explanted devices were discarded and will not be returned for analysis. It is unknown if the increase in seizures were above the patient's pre-vns baseline frequency.

Event description:
It was reported that the patient underwent device replacement due to high impedance. It was reported that the device was programmed off after observing the high impedance and that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.